Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-00769 & 03001 / 03002).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2008 due to dislocation. Review of radiographs revealed the implant had dislocated after the revision procedure. Patient underwent another revision procedure the same day to implant a constrained liner.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2008 due to dislocation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.